Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H10 corrected data. H11 additional narrative - h2 type of follow up of first supplement, remove device evaluation.